Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 13-jun-2022 via email and attached to complaint object: all issues found with these pumps were found during testing and repair at customer facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Device evaluation: the pump device was returned for investigation. Visual inspection and functional testing were performed. Visual inspection found that the device seal was intact, but the battery compartment was missing. Functional evaluation and calibration tests were performed. Results: the customer reported problem was not duplicated as the device passed all functional tests including calibration during the investigation. Error codes were not present in the event history log. Root cause of the reported problem cannot be determined as the device passed all functional and calibration testing performed. It is recommended that the downstream occlusion sensor be replaced preventively. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.